Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was performed for provided lot number 0170286. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two shelf boxes with 40 syringes in each box were received for evaluation by our quality team. The shelf boxes were received closed and in a packaging blister. No defects were observed during the inspection. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: as no defects were observed, a cause for the defect could not be provided. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 50ml ll tip 1ml had sterility issues. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 309653 batch no: 0170286. It was reported that syringe in box.